Event description:
It was reported that bipolar impedance has increased and is currently 1800 ohms, and that bipolar threshold is higher than unipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.